Event description:
Caller reported a cartridge alarm 30 with no adverse impact to customer's blood glucose level. Tandem technical support confirmed recurring cartridge alarms and decided to replace the pump, which was still under warranty. The customer was informed they would receive a pump with updated software and was instructed to use multiple daily injections (mdi) as a backup therapy. Customer was advised on the return process for the faulty pump, including storage mode instructions and timely return to avoid charges. Additionally, the customer was notified they would need to program settings and connect their continuous glucose monitor (cgm) to the replacement pump.